Event description:
It was reported that inadvertent deployment occurred. A 6m x 150mm, 130 cm eluvia drug-eluting vascular stent system was selected for use. However, during preparation, it was observed that the stent was partially deployed while still in the package. The product was not used. The procedure was completed using an alternate device. No patient complications were reported.

Manufacturer narrative:
Duplicate reports were submitted for this event. Any additional information pertaining to the event will be submitted under emdr 2124215-2024-53102. Device eval by manufacturer: returned product consisted of an eluvia drug-eluting vascular stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed multiple kinks to the sheath. The stent was partially deployed 3mm from the distal end of the middle sheath. Microscopic examination revealed no additional damages. The thumbwheel lock and pull rack were still in the manufactured position. Inspection of the remainder of the device revealed no other damage or irregularities. Product analysis found damage that would have contributed to the inadvertent deployment.

Event description:
It was reported that inadvertent deployment occurred. A 6m x 150mm, 130 cm eluvia drug-eluting vascular stent system was selected for use. However, during preparation, it was observed that the stent was partially deployed while still in the package. The product was not used. The procedure was completed using an alternate device. No patient complications were reported.